Event description:
It was reported a large volume folfusor pump would not flow. Approximately ten hours into a fluouracil infusion, the patient noted the balloon had not deflated yet. The patient returned to their healthcare provider, and they noted good blood return from the mediport. Upon inspection of the pump, the solution was not dripping out of the pump. There was no report of patient injury or medical intervention associated with this event. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between april 1-3, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggested no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.